Manufacturer narrative:
(B)(4). Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit passed displacement test, sleep current measurement, active current measurement and selftest. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they insulin pump had power error detected alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported insulin pump had not been exposed to temperatures. Notification light did not immediately stop flashing. The insulin pump will be returned for analysis.